Manufacturer narrative:
Constant error alarms noted during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to error alarms. No motor error alarms noted. Cracked reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 397 mg/dl. Troubleshooting was performed. The device was returned for analysis.